Event description:
A customer reported that the equipment displayed deficient aspiration, a system message occurred, and the system turned itself off during a vitrectomy procedure. The equipment was rebooted and the case was able to be completed without delay or pt harm.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).